Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Revision surgery - due to loosening

Manufacturer narrative:
D1 brand name, d4 expiration date, h4, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2023-01028; 425-99-011, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.